Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted a hole in the right atrial (ra) tip and left ventricular (lv) tip sealplugs. All other sealplugs are intact. Dried blood was also observed in the ra tip sealplug well. All setscrews move freely and the device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The allegation of noise was confirmed by the lab. Seal plug holes have the potential to cause noise.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a routine device replacement procedure for normal battery depletion, when the existing other manufacturer's right atrial (ra) lead was inserted into the header of the new device noise was observed. The lead was disconnected from the device and tested with the other manufacturer's analyzer where noise was also observed. Thus the lead was explanted and a new ra lead was implanted. When the new ra lead was connected to the new device, it also exhibited noise. The newly implanted lead was tested with the analyzer and did not exhibit noise. When the lead was re-inserted into the header of the new device, noise was observed again on the ra channel and also the right ventricular (rv) channel. The physician opted to explant the device due to concerns over a possible compromised header. Thus the device was attempted and not implanted. Another device was implanted with the new ra lead and existing rv lead without any further issues of noise. The attempted device was returned for analysis. No adverse patient effects were reported.